Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06938. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported accidental main lamp failure or disappearance has been determined to be due to user handling. E102 is a light source main light off error message. Though the decision cannot be made because there is no detailed information, the following are considered: accidental failure of the main lamp, inadequate wiping of the heat compound at the time of lamp replacement, lamp life, abnormal occurrence due to accumulation of dust, etc. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus attempted to perform troubleshooting with the reporter; however, the device was not near the reporter at the time. The reporter stated that some cleaning was performed and there could be a possibility of loose connections as the cause, but it was unknown. The reported indicated she would contact olympus to arrange return of the device of the device for evaluation; however, to date, no device has been received. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the clv-190 produced a error code e102 (lamp gone out error). There was no patient involvement associated with this report.